Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the home choice (hc) device during priming. The technical service representative (tsr) asked the home patient (hp) where she was draining to. The hp stated that she drained into the bathroom with a drain line extension. The tsr asked if she was using a new line tonight and the hp stated no. The hp stated that she changed the cassette. The tsr asked if she changed the bags as well and the hp stated no. The tsr instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 the patient obtained the blood glucose readings of 423 mg/dl, 314 mg/dl, 410 mg/dl and 440 mg/dl on the reported meter; and the readings of 357 mg/dl, 252 mg/dl, 353 mg/dl and 100 mg/dl on another meter within 30 minutes. The patient took no actions based on these meter readings. Earlier on that day, the patient experienced the symptoms of dizziness and she passed out. The patient received emergency medical attention and treatment with glucose gel; her blood glucose level as tested by the paramedics is unknown. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms and treatment occurred prior to the meter issue, and she took no actions due to the meter readings. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.